Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during patient follow up approximately one year and 8 months later, a migrated limb stent graft was identified. It was reported the right iliac limb had proximally migrated out of the right common iliac artery. Two days later an intervention procedure was performed and an iliac stent graft limb was inserted to extend the migrated limb back in to the right common iliac artery. The issue was resolved. Per the physician, the cause of the event was caused by patients¿ anatomy due to aggressive aortic remodeling. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.